Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Hemolysis: clinical states that patients labs were hemolyzing and doctor decided to reposition the pump after found out the pump was shallow in the left ventricle (lv). The pump was repositioned which cleared the urine. Pump was not returned for investigation. Data logs were investigated, and "impella in aorta" alarm was observed. Placement signal was mildly trending down and then stabled out. No motor current (mc) spikes outside p level changes, no suction alarms. Therefore, the root cause of the hemolysis issue was most likely improper positioning of the device as mentioned in clinical that repositioning the pump cleared the urine.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. IFU states: section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that a patient developed hemolysis during impella cp support. It was noted that the patient had a small left ventricle (lv) and lactate levels were rising. The patient was escalated to impella 5.5 support in response to the condition. Patient survived the procedure.